Event description:
Caller reported potential false negative hcg. A (B)(6) pt had an appointment on (B)(6) 2012 and tested negative on the hcg mckesson urine test. Collection was taken midday. On (B)(6) 2012, she presented to ER with vomiting. On (B)(6) 2012, she tested again on the mckesson cassette and it was negative at f/u appointment. Serum qualitative test was performed on the quest and result was positive. Serum quantities were 44miu/ml and 11miu/ml.

Manufacturer narrative:
Pt samples were not returned for testing. Product support tested retained lot (B)(4). Results as follows: control: 25miu/ml hcg urine control lot: (B)(4), 100miu/ml hcg urine control lot: (B)(4), 207iu/ml hcg urine control lot: (B)(4). Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 207iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the customer's result was not replicated and the product performed as expected.